Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, episodes of myopotential oversensing resulting in pacing inhibition were observed on the right ventricular (rv) and atrial channels. The patient was pacemaker dependent but did not experience any adverse consequences due to the inhibited pacing. Abbott technical support was contacted and recommended further investigation, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv lead was later explanted and replaced to resolve the event. The patient was in stable condition.